Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, observed void >1 mm in non-textured, valve-to shell-bond area, and black particles in the fill channel. Leak test was performed which identified: partial delamination of the valve, however the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "leaking". Device remains implanted.